Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. A clinical review was performed and determined it is unknown if device use contributed to the patient outcome. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio- control to report that their device would not charge to provide defibrillation. The patient involved in the reported event is deceased.

Manufacturer narrative:
The customer was contacted numerous times for the device return, but the device has not been returned to stryker for evaluation. The reported issue could not be verified and the cause of the reported issue could not be determined. H3 other text: device not evaluated by manufacturer.

Event description:
The customer contacted physio- control to report that their device would not charge to provide defibrillation. The patient involved in the reported event is deceased.